Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2024 where in the lead (sn (B)(6)) with high impedances was explanted and replaced to address the issue. The lead with low impedance (sn (B)(6)) remains implanted. Nothing was done to the s1 lead. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the s1 lead still has low impedances and the lead is not providing any stimulation. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempt was made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that patient experienced ineffective therapy/ loss of therapy. Impedance check revealed that one the leads had high impedance and the other lead had low impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.